Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage keypad trace. No moisture damage was noted on the electronic assembly. The device was also received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, broken belt clip slot, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer fell into a pool and the insulin pump got wet. It was also stated the display went blank immediately after exposure to water. Customer's blood glucose was not known. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.